Event description:
Customer reported via phone, she tends to experience high blood glucose the first day each time she changes the infusion set. Customer had called preciously and is continuing to experience high blood glucose. Yesterday was 535 mg/dl, in the morning, 133 mg/dl, and recent was 302 mg/dl, treated with bolus. Troubleshooting was performed. Customer had done a set change yesterday. The drive support cap appeared to be normal. Customer declined to check for air bubbles, leaks, and settings. Customer didn't have tubing clamp so high pressure test was not performed. Customer was advised to do a complete set change and call back when tubing clamp arrived to perform high pressure test. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-57064.